Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler would alarm intermittently during rewarming. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551179, expiration date 03/31/2011). (B)(4)

Event description:
Customer reportedly received result of 400 mg/dl on advantage system 1 and results of 64 mg/dl and 67 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.